Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the published paper "outcomes comparison of hero and lower extremity arteriovenous grafts in patients with long-standing renal failure," one hero patient developed a hematoma at the site of the brachial arterial anastomosis which caused compression and thrombosis. Thrombectomy was required on the first postoperative day. Additional information regarding the hero patient was requested on 04/15/2015 from the leading author of the publication. The specific information requested included the following: date of implant, success of the thrombectomy, patient comorbidities, and the lot number. The surgeon replied on 04/26/2015 stating, "I've been trying to find some of the data, however with the study being completed 3 years ago I haven't had any success. In addition, after data collection, the database was de-identified in standard fashion. With my involvement being so long ago, I'm afraid I can't recall any of the specifics that you're asking." A manufacturing record review could not be performed as lot numbers were unavailable. Hematoma and bleeding are listed in the hero graft instructions for use (IFU) as potential intraoperative and postoperative complications. It is unknown if the patient was on any blood modifiers or blood pressure medication and if they were compliant with the appropriate dosing prescription(s). Device compression is also listed in the IFU as a potential vascular graft and catheter complication. In addition, thrombosis is the most common cause of vascular access dysfunction and a potential complication listed in the IFU. A thrombectomy was the appropriate course of action. With the limited information available it is not possible to determine the specific relationship between this event and the hero graft. The surgeon and publication authors were unable to provide additional clarifying information regarding the alleged event. Furthermore, patient history is unknown and risk factors for bleeding and thrombosis cannot be assessed at this time. The cause of the hematoma is unknown but was likely related to a leaking anastomosis between the arterial graft and the artery. Bleeding, hematoma, and thrombosis are known potential complications of vascular procedures and are listed in the hero graft IFU.

Event description:
According to the published paper "outcomes comparison of hero and lower extremity arteriovenous grafts in patients with long-standing renal failure," one hero patient developed a hematoma at the site of the brachial arterial anastomosis which caused compression and thrombosis. Thrombectomy was required on the first postoperative day. This MDR is being filed under hero 1001. The investigation focused on hero 1001 and 1002 as information is unavailable regarding which component may be involved.

Event description:
According to the published paper "outcomes comparison of hero and lower extremity arteriovenous grafts in patients with long-standing renal failure," one hero patient developed a hematoma at the site of the brachial arterial anastomosis which caused compression and thrombosis. Thrombectomy was required on the first postoperative day.